Manufacturer narrative:
Evaluation summary: evaluation was completed and the customer's reported condition was confirmed. The inverter harness and main speaker harness were found to be disconnected.

Event description:
The facility reported an infusion pump with "no volume" (no audio tone). The event was reported to have occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump, since the last baxter service and no patient injury had been reported. No additional information or contact was available.